Manufacturer narrative:
Received one device. Visual inspection found no damage, customer complaint of "system failure 45982" could be confirmed through functional testing per performance verification tests (pvt) . Cleared error code per troubleshooting procedure. Error code persisted, replaced printed wire assembly (pwa). Upon further investigation found motor would not rotate, giving error code 41622. Due to inability to retrieve motor odometer, replaced motor as preventative maintenance. Performed pvt, unit passed all testing criteria. Updated software. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited system failure 45982. The event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.